Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping the infusion set tubing detached at quick release. The patient woke up and had high blood glucose level (16 mmol/l) due to tubing detachment therefore she changed her infusion set. The site was at the right leg. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to the patient's body. No further information available.